Event description:
Customer reported that the insulin pump has been returning no delivery alarms for the last two weeks. Customer experienced a blood glucose level of 452 mg/dl and was advised to go to the emergency room by her health care provider. Customer was at the hospital waiting for treatment at the time of the call. During troubleshooting, customer received additional no delivery alarms. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.